Manufacturer narrative:
H10: h3, h6: the device, intended for use in treatment, was returned for evaluation. The functional inspection of the returned handpiece found that it failed characterization. The DHR was reviewed and the reported product met manufacturing specifications prior to be released for distribution. A complaint history review found similar complaints of the reported issues. The relationship of the device and the reported event has been established. The root cause of the reported event was due to supplier/raw material fault.

Event description:
It was reported that during installation, the handpiece showed torques of 70 and 66. There was not patient involved. The results of the investigation have concluded that the torque value found is higher than the torque nominal value, which makes it a reportable event.